Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples including negative controls with the simplexa covid-19 direct assay. The customer provided 14 simplexa run files that resulted as follows: - x14239n (rxn mix x14241n): 14 runs betweem 12/3/21 and 12/4/21 with 5 instances of neg control detected (jnvalid results). Clean ntc 2x on 12/3. It was not communicated which samples were potentially false positives. The disc lot used (mol1455 lot# ca14547) is a single use only lot, but 2 run files with neg controls were performed on the same disc at different times. The results were as follows: on (B)(6) 2021 @1327, disc ID (B)(6): negative control in wedge 6 detected both targets with s gene (26.8) and orf1ab (flagged ec500 with CT = 28.8). Disc previously used positive samples in wedges 1-4. On (B)(6) 2021 @1503, disc ID (B)(6), wedge 3: negative control detected orf1ab (34.0). Disc previously used wedges 1-2 (results unknown for the previous use). Customer repeated a negative control on (B)(6) 2021 @1504 using a new, unused disc (ID (B)(6)), wedge 1: negative control remained negative upon first use of disc. As evidence by the new, unused disc with the negative control staying negative, the assay reagent is not the cause of the false positives. This indicates the customer is reusing "single use only" labeled discs which is possibly contributing to the contamination of their instrument, samples, and controls. It is likely some level of contamination since "the customer decontaminated the device superficially and started other runs" resulting in "strange curves" and further positives. Batch record review of the disc lot used (mol1455 lot# ca14547) showed no signs of leakage cross-well or externally upon single use at the time of qc release. The disc lot was conditionally released as "single use only". Batch record review of the assay showed the critical component, reaction mix mol4151 lot# x14241n, met all qc release criteria on (B)(6) 2021, prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Based on the information provided by the customer and evidence that "single use only" discs were being reused, it is possible the environmental contamination contributed to the positive results on the negative control and samples, not the assay reagent. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. The customer has decided not to further pursue the complaint investigation as they have decided to discontinue use and uninstall the liaison mdx. The complaint investigation is pending conclusion of the disc testing for single use only, but at this time the assay reagent issue is not confirmed. This is the 1st complaint on mol4150 lot# x14239n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples and negative controls with the simplexa covid-19 direct assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician due to the negative controls being detected. No alleged harm occurred. Patient health information and sample collection method was not provided.